Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the customer reported to intuitive surgical, inc. (Isi) technical service engineer (tse) that the rubber piece on the left-hand control was coming off. The customer converted to open due to a non-da vinci-related issue before calling. The customer believes it is the opto button that was falling off. The procedure was converted to open surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse successfully replaced one opto button on the surgeon side console (ssc) 1 and fixed two opto buttons on ssc2. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.